Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began sometime in (B)(6) 2011. The patient claimed she manages her diabetes with oral medication of glucophage. At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient reported feeling weak and confused 2 1/2 weeks after the alleged issue began. As a result of her symptoms and the alleged issue, the patient claimed she contacted emergency medical services (ems) for assistance. At an unknown date/time, the patient claimed she was administered glucagon injection by the ems. With the assistance from ems, the patient reported being tested on the ems meter but was not able to recall the low result or the time it was taken. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, the patient did not have the strips available, and the battery on the meter has not been replaced for over a year. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received hcp intervention after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.